Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialists (fcs) approximately 5 years and 2 months post transfemoral transcatheter tricuspid valve replacement with a 26mm sapien 3 ultra valve, the valve failed due to regurgitation. A valve in valve was done using a 26mm sapein 3 ultra resilia valve.